Event description:
It was reported that during da vinci-assisted surgical procedure, prograsp forceps did not handle well. It was replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon scaled appropriately to the instrument. The instrument did not move in the intended direction. The timing of instrument movement was not appropriate. No shakiness and/or friction experienced/observed. No instrument-to-instrument or system arm-to-arm interference was noted. No report of any external collisions. The issue was persistent. Site used backup instrument of same kind. No patient injury was reported. The device was inspected prior to use with no noted damage.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.